Event description:
Reporter alleged obtaining the results of 234 mg/dl and 103 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she had gotten a lot of alcohol on her fingers and she was top- dosing the strip instead of applying the blood to the edge. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.